Event description:
It was reported that when using the pyxis medstation es system drawer 3.1 failed to stay closed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed. A field service engineer verified that the magnet was on insep, checked sensor was seated properly and reseated sensor connection on pyibus controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.